Manufacturer narrative:
All operating currents were within specification. No unexpected low battery, off no power, or failed battery test alarms noted. The pump passed the off no power, error, displacement, rewind, basic occlusion, occlusion, excessive no delivery and self tests. No excessive no delivery alarms or motor error alarms noted. Unable to prime during the prime test due to a faulty force sensor. The pump was unable to complete functional tests due to the prime anomaly. The motor was tested outside of the device and it passed. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer was in the intensive care unit and was not responsive. The insulin pump was not in use. It was found in the alarm history the insulin pump alarmed motor error, no delivery and failed battery test. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).